Event description:
Reportable based on analysis approved on (B)(4) 2014. It was reported that catheter froze on wire occurred. The target lesion was located in an unspecified artery. A 2.50x16mm promus element plus stent delivery system was selected to treat the lesion. The stent was stuck on the wire before going into the body. The stent could not be removed off the wire. Everything was pulled out and the procedure was completed with a different device. No patient complications were reported and patient's status was fine. However, returned device analysis revealed stent damage, stent detachment and shaft detachment.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was returned for analysis. The catheter was returned with the stent dislodged proximally from the balloon. The stent was loosely sitting on the distal outer. This damage most likely occurred when difficulties were encountered removing the guidewire. The stent may have been grasped when attempting to pull the catheter of the wire. The distal outer appeared to have been damaged as a result. The stent was mildly damaged. Stent crimp marks were clearly visible on the balloon. The inner was broken at the bicomponent bond with a small fraction <1mm of the distal inner remaining on the proximal inner. The distal outer and to some extend the distal inner were both stretched, resulting in a gap of 46mm between the two sections of the inner. The distal balloon bond and tip bond were stretched over a length of 3mm. This type of damage is most likely caused by friction between the tip and the mandrel or guidewire during removal. The tip was severely flared. Blood was visible inside the guidewire lumen and at the bicomponent break site, indicating that a guidewire had been inserted to some extend. The hypotube was kinked at various locations. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).